Event description:
It was reported that customer had communication issue during vns implant. The programming system was unplugged from the outlet wall, the connection cables were checked and were ok, the 9 v battery was replaced but the issue persisted. The programming system was not able to communicate with other generator as well. An usb white cable issue was suspected, therefore a replacement was requested. Follow up with the physician indicated that the new usb cable was received and the communication issues were resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.